Event description:
During treatment a partial separation of the arterial patient end connector from the mainline occurred. Reportedly, there was no blood loss, nor any air delivered to the patient. The patient remained asymptomatic. The sample is not available for evaluation.